Manufacturer narrative:
Result: nurse call control board.

Event description:
It was reported by service report that the nurse call is not functioning. It is unk if there was pt involvement, however, there were no adverse consequences.